Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump's display screen is partially blank. Customer states that they pressed the act button and the device's display screen showed white spots customer also stated the device shows reservoir full when it is not. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 71 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored and no missing segments noted during testing. No cosmetic damage noted. The insulin pump passed testing.